Event description:
It was reported that a vns pt underwent generator replacement surgery due to end of service. The explanted generator was returned to the MFR and underwent product analysis. Product analysis of the returned generator revealed the reported eos was not duplicated during product analysis. However, diagnostic testing indicated the estimated time to eos was 3 months at the settings obtained from the programming history database. The data in the diagaccumconsumedm memory locations revealed that 93.052% of the battery had been consumed. Results of diagnostic testing indicated the device was operating properly. Furthermore, review of the generator's as received source code revealed that an incorrect diagonconsumedm value, 3678, was stored within the generator. The correct diagonconsumedm value for a frequency of 30 hz and pulse width of 500 microseconds is 2984. CAPA (B)(4) investigated the issue and found the parameter diagonconsumedm is used by the demipulse generator and the handheld programmer to estimate device longevity. A design change in the equation used to assign the value of this parameter was not implemented in the mfg test system software that initializes the value of diagonconsumedm in the generator. The root cause leading to this implementation problem relates to design change control in that the incorrect assessment that a programming event executed later in the mfg process would correct the value of diagonconsumedm in the generator. This was corrected for existing inventory through rework documented in stop ship order (B)(4). The root cause of the bias in diagonconsumedm is that a design change was made to the equation that calculates a parameter (diagonconsumedm) in the longevity calculation; a corresponding change was not implemented in the mfg test system software. Moreover, the inaccurate battery life longevity estimation has not resulted in any adverse events, nor does the MFR expect that it will result in any adverse events in the future.

Manufacturer narrative:
Review of the demipulse design history file (firmware and software detailed design) and design master record was performed. Bias in the parameter, used in the longevity calculation, loaded into the generator was identified. The root cause for the bias in the parameter used in the longevity calculation of the generator was due to an implementation problem of the longevity equation revision used to assign the value of this parameter in the mfg test system that initializes the value of diagonconsumedm in the generator.